Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during prior to use tests, the physician observed that the tracheal tube cuff failed to fully inflate. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). One endotracheal tube was received for evaluation. A visual inspection was performed, and it was observed that the inflation line was not assembled properly into the tube, causing a restriction at the time of inflation or deflation. An inflation/deflation test was performed by using a 25cc syringe of air applied to the cuff. It was observed that the inflation was difficult, and the deflation was hard to complete. The customer reported malfunction was verified.